Event description:
The collection set is not available for return.

Manufacturer narrative:
The terumo bct clinical specialist discussed the importance of following the screen prompts to close the inlet saline roller clamp at the time of the initial call. Root cause: based on the information provided in the clinical findings, the specific root cause for this failure was due to the return saline roller clap not being sufficiently closed.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the saline continued to drip when the return roller clamp was closed. She noticed it at the beginning of the run (during prime divert) and less than a 100 mls went in. She then performed a rinse back. The terumo bct specialist had the customer clamp the saline roller clamp and it stopped dripping. Patient information and outcome are not available at this time. Terumo bct is awaiting return of the disposable set.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 investigation : multiple attempts were made to obtain additional information regarding the final fluid balance and there was no response from the customer. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer did not respond to multiple attempts to obtain additional information regarding patient information, outcome and further procedural details. No injury was reported for this event.